Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - added hip side, xl, reason for revision, amended implant date. Taken from claimsuite dated 13th nov 2015. Reason(s) for revision: alval / soft tissue reaction. Xl. Right. Update - added stem and sleeve taken from email dated 30th nov 2015.

Event description:
The pt was revised to address alval.